Manufacturer narrative:
Tech found service light was flashing. Found left intermediate cable was not working correctly due to fluid residue in ucm board. Replaced left intermediate cable and ucm board to correct issue. Bed located in storage area.

Event description:
Customer stated that service required light was flashing. No injury alleged.